Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s needle had been detaching from the jaws of the instrument prematurely. No further details provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.